Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to/clogged in the sub-water supply channel, but the foreign object could not be identified. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). There was no physical damage to the area where the foreign matter remained. The detection method is described in the instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the scope cover unit was corroded due to water leakage, brightness was uneven when halation occurs due to damage on the charged coupled device (ccd) unit, the illumination was uneven due to dirt on the light guide lens, the water removal ability did not meet the standard value due to damage on the nozzle, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the illumination was poor due to breakage of the light guide bundle, light guide lens was cracked and chipped, the bending tube was damaged. The connecting tube was snaking, water could not be supplied due to clogging of the jet tube in the control unit, the universal cord was wrinkled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the cable of the colonovideoscope was broken and the control knob had very large clearances. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found foreign material in the jet tube. The report is being submitted due to foreign material in the scope found during evaluation.